Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k944201.

Event description:
It was reported to olympus that a jaws distal end was broken. The problem occurred during reprocessing. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to improper handling. The pull rod at the distal end was broken and the pull wire was heavily bent, this kind of fracture indicates the device was subjected to a massive force, which can only occur if the jaws are opened wide. As such, it is unlikely that the breakage and bending occurred during use but likely the device was dropped/fell on a hard surface. Olympus will continue to monitor field performance for this device.